Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an auxiliary control unit (acu) watchdog failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no exterior damage. The event history log confirmed a system failure: acu watchdog occurred. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. No action was taken; the device was cleaned, greased, and calibrated. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.